Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a few hours after the leadless implantable pulse generator (ipg) was implanted, the patient complained of having back pain, and an echocardiogram revealed the patient experienced a perforation and pericardial tamponade. A pericardiocentesis was then performed, and patient stabilized and device was found to be functioning normally. The device remains in use. No further patient complications have been reported as a result of this event.